Event description:
Additional information received reported that an overdischarge was confirmed. A physician mode reset was required and effectively reset the device. Stimulation returned and the patient was getting great therapy. It was noted that this was the patient's second overdischarge.

Event description:
It was reported that the patient fell on (B)(6) 2011 due to a stroke, and that since that time, the patient experienced a loss of therapeutic effect and no stimulation sensation. It was also reported that following the fall no telemetry could be established with the implantable neurostimulator (ins) with the physician programmer, patient programmer and recharger. X-rays were taken on (B)(6) 2011, and the hcp was not able to identify any signs of damage. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 39286-65 serial #(B)(4) implanted: (B)(6) 2011 explanted: unk; recharger model 37752 serial #(B)(4); programmer model 37743 serial #(B)(4).